Manufacturer narrative:
(B)(4) follow up. It was reported that one needle was missing, there were black marks, bubbles, and a torn package observed. Because a physical sample was not returned, a comprehensive evaluation could not be completed. To support the investigation, five photographs were provided and reviewed by the quality team. The images depict a strip of five packaging blisters with one empty cavity, a packaging case box with its label, a blister package containing dark colored specks, a blister bottom web with marks near the top end, and a needle hub with visible air bubbles. No additional defects or irregularities were noted in the photographs. The empty blister cavity could result from a jam at the packaging feeder. For the remaining observations, receipt of the physical sample would be necessary to perform a thorough evaluation and determine root cause. A device history record review was completed for material number 305211, lot 3158849. This review did not identify any quality issues detected during production that would have contributed to the reported conditions, and no related quality notifications were identified. All manufacturing steps and final inspections met specification requirements. In addition, the packaging feeder was verified, settings were confirmed to be correct and product flow was acceptable. Based on the investigation and the photographic review, the reported customer observations are confirmed. However, without analysis of the physical sample, a probable root cause could not be determined.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported ripped package have been found during inspection.